Event description:
It was reported that the patient primed the pump multiple times while attached. The patient experienced hypoglycemia that required treatment from paramedics and emergency room personnel. The lowest reported blood glucose value was 60 mg/dl.

Manufacturer narrative:
It was reported that the patient inadvertently administered excess insulin by priming while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the prime / rewind sequence. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.